Event description:
It was reported that the customer was treated at her doctor's office due to hyperglycemia. The customer's blood glucose reading was 500 mg/dl at the time of the event. The customer may have also been suffering from the stomach flu. Troubleshooting was performed, and the insulin pump was not programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. No infusion site or set problems were noted. The customer uses silhouette infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.